Event description:
It was reported that a large volume folfusor did not deliver all of its contents to a patient. An unreported amount of solution remained in the device when it was disconnected from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 16, 2014 - may 17, 2014. The device was received for evaluation with approximately 38ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed, and normal flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.